Manufacturer narrative:
The device is not available for analysis; therefore, no physical or visual analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available, the cause that contributed to the reported event cannot be established; a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported after approximately 5 years, the patient experienced a sudden onset of urinary incontinence. During the replacement surgery, it was confirmed that there was a leak had occurred from the tube connection part of the cuff. There was no patient injury. No further information was available.